Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using csi orbital atherectomy device (oad). There was a target lesion located in the left main (lm) artery and a target lesion located in the left anterior descending (lad) artery. The physician used a 7fr introducer sheath and a 3.75 ebu catheter to access the lesions. An impella device was inserted at the beginning of the procedure. The physician advanced a csi viperwire guide wire across the lesion and the oad was loaded onto it. The physician completed four runs at low speed, but during the fifth run, the patient started complaining of chest pain. The device was removed and angiography revealed a perforation. A 3x8 balloon was inserted into the lm artery for 40 seconds in an attempt to resolve the perforation. Stents were deployed in the lm artery and lad artery to resolve the perforation. Additionally, a stent was deployed in the circumflex artery to treat a third lesion in that location. The patient left the procedure in stable condition. Requests for additional information have been made, but none has yet been received.